Event description:
Reporter alleged obtaining discrepant blood glucose results when reviewing the meter memory of hi (greater than 600 mg/dl) three times back to back with a result of 114 mg/dl when testing was performed less than 10 minutes apart on the aviva system. No actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.